Event description:
The hcp reported that the pt was unresponsive at home. The pump was previously programmed to deliver a morphine/baclofen combination. The hcp added compounded baclofen 2000 mcg/ml to the pump and programmed to deliver at a rate of 900 mcg/day. A bridge bolus was not programmed. The pt received 0.94 mg/hr instead of .02 mg/hr of the morphine for 10 1/2 hours. The pt was hospitalized and responded to intravenous narcan. The pump was decreased to 600 mcg/day. The hcp believed that the "morphine was out of their system" as pt had no further problems and it had been 10-11 hours since the programming session. The pt was discharged 3 days later. The pt "did well and continues to do as of their clinic visit in 9/2005 and is back to pre-event baseline".